Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v852753, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type extension. (B)(4).

Event description:
It was reported that the patient had a revision performed the day before report due to scar tissue in the pocket of their implantable neurostimulator (ins) and that the ins had been moving (in the pocket). A new ins was placed in a new pocket on the patient¿s opposite side (right side). There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.